Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular tachycardia (vt) episode, the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which lead to a delay in therapy delivery. It was also reported intermittent ffrw oversensing was observed during normal sinus rhythm. Reprogramming was performed and the ra lead remains in use. No further patient complications have been reported as a result of this event.